Manufacturer narrative:
Investigation summary material #: 367955. Lot/batch #: 4054721 and 4060165. Bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The silica in the sstii tubes is there to aid coagulation. This complaint is unable to be confirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer has seen increase clots in the serum after centrifugation. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer has seen increase clots in the serum after centrifugation. No patient impact reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot#: 4060165. Medical device expiration date: 31-aug-2025. Device manufacture date: 29-feb-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.